Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm during a bolus. Customer also stated their infusion set would only deliver nine units out of twenty two units. The customer's blood glucose was 155 mg/dl. No additional information provided.